Event description:
During a ventricular tachycardia (vt) mapping and ablation procedure, the ensite array catheter was inflated within the left superior pulmonary vein (lspv), resulting in a pericardial effusion. The physician obtained transseptal access and placed the ensite array catheter into the left atrium. The physician attempted to advance the array catheter into the left ventricle and checked placement by inflating the balloon. Fluoroscopy revealed the balloon was actually in the lspv, at which time it was immediately deflated. The pt became hypotensive, exhibited hemoptysis, and a pericardial effusion was diagnosed using both intra-cardiac and transthoracic echocardiograms. The catheter was removed and the procedure was aborted. The pt was monitored in the ICU and discharged with no further intervention.

Manufacturer narrative:
One ensite array catheter was returned for evaluation. The device was brought to high profile and the balloon was inflated with saline. The balloon was deflated and the array brought back to low profile. A guidewire was passed through the lumen with no resistance. No anomalies were noted during evaluation. The root cause classification of the reported pericardial effusion is anticipated procedural complications as the event is a known physiological complications as stated in the IFU.